Event description:
Mother reported that the tubing was not delivering insulin and the insulin pump did not catch it. Daughter ended up with diabetes ketoacidosis. Mother stated that the customer has experienced multiple incidents of the insulin pump not delivering. It was noted that the alarm was resolved by a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.